Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the software communication board is damaged. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received via product engineering review confirming that this event is not reportable. The reported malfunction will not inhibit mechanical ventilation. This was not a reportable malfunction. Additional information was received via product engineering review confirming that this event is not reportable. The reported malfunction will not inhibit mechanical ventilation. This was not a reportable malfunction.